Event description:
The power chair control handle broke within the first 24 hours of ownership after several calls to the supplier was told that they could not come out to the wheel chair. The leg pads have broken causing bruising. Parts have fallen off. This is the second chair from the same company. The first chair broke my husband foot. They have not fixed either one of the motors. The chair has started giving issues and doesn't start at the same time causing chair to spin out. There are numerous safety issues with this chair.